Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that one (B)(6) 2025, a 25-18mm amplatzer talisman patent foramen ovale (pfo) occluder was selected for implant using a 9f amplatzer talisman delivery sheath. It was noted during procedure when tightening of component of the delivery sheath, that the dilator broke during loosening and prior to removal of the dilator and wire. At the time of the break, the component being tightened was the connector between the dilator and the delivery sheath. The decision was made to remove the 9f amplatzer talisman delivery sheath and replace it with another one of the same size to complete the procedure. There was no clinically significant delay in the procedure, and the patient did not experience any clinical signs or symptoms during or after the event. Additionally, no leak was observed in the 9f amplatzer talisman delivery sheath. The patient was stable the time of report.

Manufacturer narrative:
An event of delivery sheath hub fracture during procedure was reported. The device was returned to abbott for investigation and was found to confirm the reported fracture at the hub. The delivery sheath was noted to be kinked, which is likely due to packaging for return. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined. However, the reported hub fracture was may be due to excessive force/manipulation on the delivery system but cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.